Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). At 11:00 am, the meter result was 5.7 inr. At 12:30 pm, the laboratory result using an unknown reagent was 3.4 inr and was believed to be correct. The therapeutic range was 2.5-3.5 inr and the customer tests every two weeks.